Event description:
It was reported by our distributor that a patient underwent a surgery in 2006 when a hip implant and a trident cup has been implanted. It was further reported that the patient felt pain and a revision surgery took place in 2008. It was also reported that after the revision surgery, the patient felt pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.